Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee litigation received. Litigation alleges injury, pain, discomfort, mental anguish,internal joint prosthesis, aseptic loosening of the tibial component. Surgeon noted the femur was well fixed but the tibia was not, he performed extensive debridement for the entire joint space itself. Doi: (B)(6) 2013; dor: (B)(6) 2015; right knee. Patient was implanted with depuy sigma femoral posterior a stabilized lugged cemented size 4n, tibial tray rotating platform mbt keel, size 5 cemented product, tibial rotating platform, stabilized ,5,15mm, and a 35mm patella round dome.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. 11/27/2018 - re-open: product code and lot code provided. No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.